Event description:
It was reported that, "hospital received damaged bone cement. The box was leaking and had an odor coming from the box."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.